Event description:
It was reported that the patient experienced a cardiac tamponade. During an ablation procedure for ventricular tachycardia with an intellanav mifi open-irrigated ablation catheter, when the apex of the left ventricle was ablated, the patient's blood pressure gradually decreased to 60. An echocardiogram was performed and showed a cardiac tamponade. Drainage was performed, but the patient's blood pressure did not improve, so a thoracotomy was performed. The procedure was completed using the same device. The patient's outcome was "good." No resistance was felt while maneuvering the catheter and no issues were noted with the functionality of the device. The device was returned and is pending analysis.

Manufacturer narrative:
The device was returned to boston scientific for evaluation. The device did not have any obvious visible defects. There was dried saline in the luer, on the handle, sheath and tip. There were dried body fluids on the handle, sheath and tip. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the curve template; both right and left curve tests passed. Continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. All electrode/ thermocouple/magnetic sensor resistances measured in spec and were typical. The measurements were repeated in the right and left curve configuration and again, all measurements were within specifications and typical. Lcr test was performed and confirmed that the magnetic sensor was within specifications. The device's lumen was leak tested using an isaac pressure decay test system set to 107 psi, and a touhy bourst seal for sealing the irrigation holes and me's. The lumen pressure decay was measured three times. Lumen pressure decay values were 0.1828, 0.1416 and 0.1296 psi, which were below the maximum acceptable limit of 0.30 psi. The device passed all relevant testing/inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that the patient experienced a cardiac tamponade. During an ablation procedure for ventricular tachycardia with an intellanav mifi open-irrigated ablation catheter, when the apex of the left ventricle was ablated, the patient's blood pressure gradually decreased to 60. An echocardiogram was performed and showed a cardiac tamponade. Drainage was performed, but the patient's blood pressure did not improve, so a thoracotomy was performed. The procedure was completed using the same device. The patient's outcome was "good." No resistance was felt while maneuvering the catheter and no issues were noted with the functionality of the device. The device was returned and is pending analysis.